Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1998 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1998 and a mesh was implanted concurrently with lysis of adhesions and sacrocolpoperineoplasty due to pop, sui . It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent explant on (B)(6) 1999 due to erosion. It was reported that patient underwent excision of eroded vaginal mesh with primary closure on (B)(6) 2000 due to eroded mesh. It was reported that patient underwent extensive lysis of adhesions, lso, left ureterolysis, excision of sacral colpopexy mesh, rectus fascia harvest, replacement of sacral colpopexy mesh with rectus fascia,cystotomy with repair, omental j-flap, mesh placement in the abdominal wall, and replacement of subcutaneous drain (B)(6) 2000 due to pelvic pain. It was reported that patient underwent explant on (B)(6) 2001 due to foreign body in bladder, explant on (B)(6) 2002 & (B)(6) 2002 due to mesh erosion, explant on (B)(6) 2009 due to infected mesh and explant on (B)(6) 2003 by due to pelvic pain. No additional information was provided.